Event description:
Related manufacturer reference number: 2017865-2022-08848. During a clinic follow-up, episodes of noise resulting in oversensing were observed on both the right ventricular (rv) and right atrial (ra) leads due to suspected, but unconfirmed, rv and ra lead damage. Additionally, automatic mode switch episodes were observed on the ra lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that insulation damage of the right ventricular (rv) and right atrial (ra) leads was suspected, but was unable to be confirmed.